Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report high quality control (qc) and discordant calcium and glucose results. The customer completed weekly maintenance and cleaned cuvette washer (wud). The customer verified wud are aspirating. A siemens customer service engineer (cse) was dispatched to the customer site. The service was performed over multiple visits. The cse performed a total service call. The cse found reagent dispensing pump 1 (rp1) seal damaged and sample reagent wash pump (srwp) seal deformed, and corroded plunger. The cse replaced rp1 and srwp seals, srwp pump and calcium reagent. The cse ran quality control, with acceptable results. The cse ran multiple precision runs of calcium and glucose, which was acceptable. The cse rebuilt sample aspiration (sp) and dispense pump (dp) and re-tensioned the wire for sp and dp. The cse ran wash 2 and qc, which were acceptable. The cause of high quality control (qc) and discordant calcium and glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high calcium and glucose results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, calcium and glucose results.